Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the tube was missing the 15mm connector and this component was not received. It was also noticed that the proximal end of the tube presents a split. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the package was opened, the nurse found the connector was detached from the main body. There was no patient involvement.